Event description:
It was reported that multiple unsuccessful attempts were made to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet was placed over the device, and no tones were heard. Technical services (ts) was consulted, recommended x ray to confirm device position. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt. It was confirmed the device could not be interrogated and it exhibited no wake up pulses, or tones when a magnet was applied. The device case was removed to facilitate inspection and testing of the internal components. The battery was measured and the voltage was too low to support critical device functions (e.g., telemetry capabilities). The current drain was measured and found to be normal. Detailed analysis indicated that the cause of the no telemetry and depleted battery could not be established.

Event description:
It was reported that multiple unsuccessful attempts were made to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet was placed over the device, and no tones were heard. Technical services (ts) was consulted, recommended x ray to confirm device position. This device was explanted and successfully replaced. No additional adverse patient effects were reported.